Event description:
The customer experienced high blood glucose at the level of 400 mg/dl. Customer was hospitalized on february 18th and was discharged on february 21. Blood glucose at time of admission was over 650 mg/dl. Customer experienced pain, nausea and chest pain. Customer experienced diabetic ketoacidosis. Customer was in intensive care unit for treatment. Customer was not in auto mode at time of hospitalization. Troubleshooting was not performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. The customer was hospitalized with serious injury.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had reservoir popped out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.